Event description:
A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was isolated to an open f600 fuse on the ca board caused from an internal short between the main battery and ground on the ca board. After evaluation, liquid contamination was found on the ca board j502. The root cause for the open fuse could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.